Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. During troubleshooting, it was indicated that the bolus history did not match the total daily dose history. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the pump¿s black box showed that the bolus totals in the bolus history were consistent with bolus totals in total daily dose history at the time of reported issue. During investigation, the pump was exercised for 24 hours with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No errors, warnings or alarms occurred during testing. A 10u audio and 10u normal bolus were performed; both were accurately recorded in the bolus history. The bolus tdd history correctly showed 20.0u. The complaint of a history settings issue was not duplicated during investigation.